Event description:
It was reported that during a procedure, the "fiber tip broken - forward firing" was noted at 61,061 joules and 13:29 minutes of usage. The procedure was completed with the use of a second fiber. No patient injury reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-421a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap and is protruding. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.